Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and high capture threshold. It was assumed that there may be an insulation issue, but this was not visualized and could not be confirmed via fluoroscopy. These observations were discovered in follow-up visit. A new ra lead was successfully implanted. No additional adverse patient effects were reported.